Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 plus ventilator was auto cycling. There was no patient involvement. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced on/off valve. The unit passed all testing and operated within the manufacturing specifications.